Event description:
Boston scientific received information that the left ventricular (lv), right atrial (ra) and right ventricular (rv) leads all exhibited increased threshold measurements. The lv lead also exhibited oversensing and loss of pacing. It was noted that the patient had twiddler's syndrome, all of the leads were twisted at least 20 times and the device was loose in the pocket. The rv lead remained in place, the ra lead had micro-dislodged and the lv lead had dislodged. The ra and lv leads were explanted eleven days later and new leads were successfully implanted. The rv lead maintained acceptable measurements and remains implanted. The device was also noted to be loose in the pocket, thus during the lead revision the physician sewed the device down.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Visual inspection revealed that the insulation was twisted from 260 to 530 mm from the terminal pin. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. A guidewire was not able to be fully inserted into the lead, which was likely due to the dried blood and body fluid found in the lead lumen. The allegation of increased threshold measurements, oversensing and loss of pacing were unable to be confirmed by testing. However the field allegation of the lead dislodged due to twiddler's syndrome was confirmed by visual inspection.